Manufacturer narrative:
(B)(4).

Event description:
This information was found during post-marketing surveillance of gore tag thoracic endoprosthesis in (B)(6). Date gore aware of the event will be the date nihon gore acquired information that reasonably suggests a reportable adverse event may have occurred. On (B)(6) 2009, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tg3115/05626913, tg3420/06608437) to repair a thoracic aortic aneurysm. Final angiography showed no endoleak. The patient tolerated the procedure. The preoperative aneurysm measured 63mm. On (B)(6) 2009, six month follow-up imaging showed that the diameter of the aneurysm was 72mm. No endoleak was reported. On (B)(6) 2010, one year follow-up imaging showed that the diameter of the aneurysm was 73mm. No endoleak was reported. On (B)(6) 2010, the patient died at home. No CT scan or autopsy was performed to investigate the cause of death.

Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion.